Event description:
This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012.

Event description:
During a posterior lumbar interbody fusion procedure at l3-s1, the surgeon was distracting off of the screw and the pin on the matrix distractor rack broke off. The broken fragment was retrieved. The surgeon used another matrix distractor rack to complete the procedure with no further problems and no adverse effect to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was received for a manufacturing evaluation and one arm had broken out of its socket. The arm socket was cracked. The distractor corresponded to the drawings and processes at the time of manufacture. It was determined that extreme force was applied to the arm of the extractor, causing it to break out of the welded socket and crack. This complaint is invalid from a manufacturing standpoint.